Event description:
Boston scientific received information that the patient was scheduled for right atrial (ra) lead revision due to dislodgement. The ra lead was dislocated and lying in the ventricle. It moved out of the patient's body and physician had noticed some tissue wrapped around the screw. Thus, physician decided to implant a new lead to avoid further problems. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided."